Manufacturer narrative:
(B)(4). The pump passed active current measurement, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, and displacement test. The pump failed sleep current measurement due to high current, problem isolated to moisture damage on the pcba 1. The pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified the pump alarmed battery out limit on (B)(6) 2022 at time 10:51:53.000. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and force sensor. The following were noted during visual inspection: pillowing keypad overlay. Confirmed out of box damage. Unexpected battery power loss confirmed due to high current, problem isolated to moisture damage on the pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had rattling noise inside. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.